Event description:
(B)(4).

Manufacturer narrative:
Manufacturer narrative: the customer stated that they observed an ECG waveform they believed was a ventricular tachycardia and the central monitoring system (cns) did not alarm for a ventricular tachycardia event. Observation of this waveform prompted them to check on the patient, and this patient was defibrillated. An evaluation of the event logs was performed and the product deficiency was not identified. The above listed complaint is not a device malfunction. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. No further investigation is required. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The patient required defibrillation. There was no injury or impairment as a result. When they reviewed the full disclosure, there was an event listed in the data. However, they cannot recall an audible alarm being triggered. We have asked for the log files and the hard copies of the original data printed. Awaiting the requested log files, data and the return of the device for failure investigation.